Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. The device was not returned for evaluation; however, the device log files were provided to zoll technical support for review. The log review observed abnormal entries of the power button pressed and the power button released. These entries indicate that the power board could have contributed to the customer's observation. As a result, the technical support-initiated warranty replacement for the power board to be replaced.

Event description:
The customer reported that the ventilator shutdown automatically while in use. No patient harm was reported.